Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Localized redness [erythema], pyrexia [pyrexia]. Case description: spontaneous report was rec'd on (B)(6) 2012, from a physician regarding a female pt (age and initials not provided) with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan gf-20) injection (location, route and dosage regimen not provided). The lot number of synvisc was not provided. On unspecified dates, the pt developed localized redness and pyrexia. It was reported that pt had drip infusion or was hospitalized. On unspecified dates, the events of localized redness and pyrexia were resolved. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the both the event as definite.